Event description:
The customer reported a suspected positive biological indicator. The customer reported that one of the items from the load was not recalled. The customer stated that the patient was treated with "additional antibiotics" and that there was no report of the patient being injured. The customer did not provide any identifying information for the patient. The asp clinical representative reviewed the bi procedure and the proper checking of the vial before and after processing.